Event description:
The ge oec 9800 fluoroscopy system was reported to have locked up during a procedure. A reboot restored functionality.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. Performance tests revealed no malfunctions. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.